Manufacturer narrative:
A ge representative discussed the situation with the reporting facility and advised them that the 9400 system is no longer supported (parts not available). The evaluation could not be completed. There is no additional information.

Event description:
It was reported that the 9400 system had performance issues related to the batteries. Facility bio-medical personnel identified the need to replace the batteries. There was no report of patient injury.